Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 480 mg/dl. Customer experienced symptoms such as abdominal pain, difficulty in breathing. Customer was using auto mode. Customer did not feel ok for troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.